Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial result was 6.3 miu/ml. The doctor questioned the low result and the sample was repeated. The repeat result was 314 miu/ml. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 66436305 and the expiration date is 31-may-2024. The field service engineer (fse) found that the pinch valve tubing was degraded and the pipetter adjustments were altered. The fse performed checks and adjustments and replaced the pinch valve tubing. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.